Event description:
During the implantation procedure, the stylet perforated through the distal coil on this lead. Therefore, the lead was not implanted.

Manufacturer narrative:
During the procedure, the stylet perforated through the distal coil on this lead. The analysis on this device is pending.